Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges polyps removed from nose; can't smell anthing and taste only about half of what she eats while using the device. There was no report of medical intervention being required. The device was returned to the manufacturer for evaluation. But the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. In this report, in box d device avail. For eval & date returned has been updated/corrected. In box e reporting institution name has been updated/corrected. In box g report source - other has been updated/corrected. In box h method code, results code and conclusion code has been updated/corrected.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges polyps removed from nose; can't smell anything and taste only about half of what she eats while using the device. There was no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer-initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and power cord. The manufacture found black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure, ui (user interface) knob broken. Thermal event on humidifier harness connector and pca and potential mineral deposits inside the water tank. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found two error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation. The manufacturer observed dust contamination and pca.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges polyps removed from nose; can't smell anything and taste only about half of what she eats while using the device. There was no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.